Event description:
The below report was received by health authority (reference number: (B)(6) on 20-may-2024. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no. He01175). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), mood swings ("mood swings") and pruritus ("itchy skin"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, mood swings or pruritus. The most recent follow-up information incorporated above includes data received on: 21-may-2024: process with initial. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 20-may-2024. The most recent information was received on 30-may-2024. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no. He01175- not valid). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), mood swings ("mood swings") and pruritus ("itchy skin"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, mood swings or pruritus. Lot number: he01175 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.